Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: it was not saved. The ring broke in half when pulling out the specimen. Nothing got left behind. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt.